Event description:
"High rv threshold." Lead manufactured by boston scientific. C.se: (B)(4) / pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).